Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with unstable angina and was refereed for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) coronary artery extending up to distal lcx with 85% stenosis was 20 mm long and a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilation and placement of 3.00 mm x 24 mm promus premier stent. Post dilation was performed with 0% residual stenosis. Ten days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2020, the subject was diagnosed with cardiogenic shock and hospitalized on same day for further evaluation and treatment. A blood transfusion was done to treat the event along with adjustment in medication. Two days later, the subject expired and the immediate cause of death was cardiogenic shock. It is not known if an autopsy was performed.